Event description:
A dentist was performing a routine procedure on a pt using a dental electrical handpiece when the handpiece heated up and burned pt's cheek.

Manufacturer narrative:
A dentist was performing a routine procedure on a pt using a dental electrical handpiece when the handpiece heated up and burned pt's cheek. During product eval, medium debris level was found. Additionally, it was found that the head of the handpiece had a dent which caused internal interference and finally the abnormal temperature rise. Exemption number (B)(4). Kavo dental gmbh (B)(4) (the manufacturer) is submitting the report on behalf of kavo dental (B)(4) (the importer).